Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implantable pump. The indication for use was noted to be post lumbar laminectomy syndrome and spinal pain. The patient's medical history included a history of heart attacks and colon cancer in (B)(6) 2006 until an unknown date; she couldn't remember when her cancer was gone. The cancer had spread into her lymph nodes and stomach. She had a "cea" test that was elevated; her physician thought she was going through menopause, but found out it was stage 3 colon cancer after a colonoscopy. The patient also had a hiatal hernia. On (B)(6) 2012 it was reported that the patient had issues with urinary retention for approximately a week after her new pump and catheter implant. Since implant, she had also had constipation and acute pain. The patient had to give herself an enema in order for her to have a bowel movement. It took 7 days for this to occur. Another 6 days went by and on (B)(6) 2012 she had another bowel movement. Hemorrhoids and bleeding came with it. She had another bowel movement 3-4 days later and had to give herself another enema on (B)(6) 2012 to have another bowel movement. As of 05/10/2012, her hemorrhoids were better, but she was having pain from the hemorrhoids. The patient had also had nausea since the day before the implant until now. On (B)(6) 2012, the pump medication was decreased from 0.75 to 0.65 which did not help with the nausea. She then went back and saw a different doctor on (B)(6) 2012 who referred her to another doctor as he did not want to turn the pump down any more. The patient saw the other doctor on (B)(6) 2012 who recommended that she go and see another doctor who was a gi (gastrointestinal) specialist. She saw the gi specialist on (B)(6) 2012 and he prescribed reglan 2 times a day. He felt that she may have gastroparesis. She was taken off zolfran. As of (B)(6) 2012, the patient thought that the nausea was under control, but she was wearing a seaband which was meant for sea sickness and morning sickness. The patient was at home at the time of the report. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.